Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and a request was made for technical services to review the available device data. Additionally, in the latest transmission in the remote monitoring system, the s markers were misaligned and were not lined up with the r-waves. Technical services discussed misaligned markers could be resolved if the patient performed another patient initiated interrogation (pii). Analysis of the device data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted the device could reach elective replacement indicator (eri) and end of life (eol) battery status in this timeframe. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received via a hospital patient summary form indicating this device was explanted and replaced two months later. No additional adverse patient effects were reported. The explanted device was later returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and a request was made for technical services to review the available device data. Additionally, in the latest transmission in the remote monitoring system, the s markers were misaligned and were not lined up with the r-waves. Technical services discussed misaligned markers could be resolved if the patient performed another patient initiated interrogation (pii). Analysis of the device data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted the device could reach elective replacement indicator (eri) and end of life (eol) battery status in this timeframe. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Premature battery depletion was suspected and a request was made for technical services to review the available device data. Additionally, in the latest transmission in the remote monitoring system, the s markers were misaligned and were not lined up with the r-waves. Technical services discussed misaligned markers could be resolved if the patient performed another patient initiated interrogation (pii). Analysis of the device data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. It was noted the device could reach elective replacement indicator (eri) and end of life (eol) battery status in this timeframe. No adverse patient effects were reported. The device remains implanted and in service.additional information was received via a hospital patient summary form indicating this device was explanted and replaced two months later. No additional adverse patient effects were reported. The explanted device was not expected to be returned for analysis.